Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side rupture and "the glandular parenchyma is dense and heterogeneous, delimiting one or dispersed microcalcification" and "ultrasound evaluation shows a cyst in the lower and inner quadrant of the left breast ". Device has been explanted and replaced.